Event description:
It was reported that the closure device shifted into the laa. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure started around 11 am and the patient was sufficiently hydrated. The patient's la pressure was 7mmhg when they initially crossed into the la, but fluid was given and the la pressure went above 10mmhg. Initially, the 24mm closure device was deployed with 9-17% compression. Upon release, the device shifted out of position and into the laa. At this point, the medical team decided to push the closure device further into the laa by use of the pigtail catheter. Subsequently, they deployed a 27mm closure device into the ostium with 16-25% compression. The 27mm closure device met release criteria and was left in the proper position at the ostium. There were no complications or injury to the patient. Both closure devices were left in the patient. Patient is doing well and was discharged home the following morning. It was further reported that thrombus was visualized at an unknown location during the follow up transesophageal echocardiogram (tee).

Manufacturer narrative:
Patient code of thrombosis added.

Event description:
It was reported that the closure device shifted into the laa. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure started around 11 am and the patient was sufficiently hydrated. The patient's la pressure was 7 mmhg when they initially crossed into the la, but fluid was given and the la pressure went above 10 mmhg. Initially, the 24 mm closure device was deployed with 9-17% compression. Upon release, the device shifted out of position and into the laa. At this point, the medical team decided to push the closure device further into the laa by use of the pigtail catheter. Subsequently, they deployed a 27 mm closure device into the ostium with 16-25% compression. The 27 mm closure device met release criteria and was left in the proper position at the ostium. There were no complications or injury to the patient. Both closure devices were left in the patient. Patient is doing well and was discharged home the following morning.